Event description:
The customer reported that they had a display that was not working at all. It is attached to the icu1 acuity central monitoring system. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information